Event description:
A negative result was obtained/reported on a serum sample with testpack plus hcg combo. The pt had an orthopedic surgical procedure performed the following day. The account was unable to provide any add'l info on the type of surgery performed or the type of anesthesia used. An ultrasound was performed at a later date which indicated that the pt was 16 weeks pregnant. Per the physician the pt would have been 8 weeks pregnant at the time of the original serum pregnancy test. No injury reported. The account stated that the fetus was developing normally.